Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device had a leak in the hose. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose, was power broken, leaked oil, had low rotations per minute (rpms) and had loose components. Therefore, the reported condition was confirmed. It was determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device was power broken because of failure to follow the directions for use and running the device in the safe or load position. It was determined that the device leaked oil because of the holes in the hose and the loose components. The device had loose components because of loctite deterioration. It was determined that the device had low rotations per minute (rpms) because of the holes in the hose and the loose component. Furthermore, the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.